Event description:
It was reported that during implantation of a new cardiac resynchronization therapy defibrillator (crt-d), the guidewire broke off and remained implanted in the patient. The physician used the inside of the lead and the lead where it was in the vein it was in at the time. It was noted that it looked more like the wire may have gotten caught under the lead. No adverse patient effects were reported.